Event description:
Consumer was using this heating pad in bed and then got up and left the room. Forty-five mins later, he returned to find the room full of smoke and smoldering flames on his bed. He managed to put out the embers. There were no reports of injury with this incident.

Manufacturer narrative:
The product was crushed by the consumer, which is a violation of the instructions and warnings provided. Pad was left unattended while plugged in and possibly "on" which is a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.